Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose due to the insulin pump is under delivering. Caller stated that the customer had exposed the insulin pump to multiple x-rays while customer was at the doctor office. Nothing further was reported.